Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic, device dependent patient presented remotely via merlin.net transmission. Review of the transmission noted non-sustained right ventricular oversensing episodes on the implantable cardioverter defibrillator. Review of the electrograms revealed myopotential oversensing. The device was reprogrammed on (B)(6) 2018. The patient experienced no ill consequences before or after the reprogramming.